Event description:
It was reported that signal loss over one hour occurred. The patient's parent stated the patient was having signal loss and the pump was unable to provide him insulin. The patient was using the dexcom app as well as the tandem t slim x2 pump. It was not specified nor clarified when the patient/parent became aware of the signal loss, nor whether the bg was being monitored by fingerstick during the time period without cgm readings. The patient's parent stated patient was having fever and was experiencing pre-diabetic ketoacidosis (dka). Physical symptoms of hyperglycemia were not specified nor clarified. The patient's parent stated they rushed the patient to the hospital on (B)(6) 2024. The patient's parent was unaware what medication or treatment was provided to the patient by the hospital. The patient's parent stated the patient was admitted to the hospital for 3 days, and was discharged on (B)(6) 2024. At the time of the report, the patient's parent stated the patient was recovering. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.